Event description:
Facility reported an external blood leak (site unknown). Estimated blood 100cc. No medical intervention. Sample not available for examination. Facility refuses to process dialyzer for shipment. Two cases of companion samples have been requested. Medwatch filed on the blood loss. "Qs" was not notified of any associated adverse effet to the pt.